Event description:
Reportedly, the surgeon placed the stapler around the tissue, manually advanced the alignment pin and then closed the intrument. After checking that he had placed stapler in the correct position he squeezed the handle until it locked. He then transected the tissue along the instrument edge, pressed the black release button to open the jaws and found the rectum retracted away. There were no staples at all where he had placed the stapler. It took them an hour and a half to retrieve the rectum and place another stapler over it to complete the procedure, now at 3 cm from anal verge. The surgeon was concerned about a leak, which he has subsequently confirmed, and therefore performed a bypassing ileostomy to cover the pt.